Event description:
It was reported that there was no circulation. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received dirty with cracks in the water tank cover, corroded quick connect, discolored interlock block, front cover had scratches, and the pole clamp had multiple deep scratches. Functional testing found no circulation from the pump and it failed electrical testing. Root cause was attributed to a faulty pump. What caused the damage to the pump was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, quick connect, water tank cover, pole clamp, interlock block, front cover, and rusted dual thermistor. Device passed functional testing after the completed repairs.

Event description:
Additional information was received: event occurred during semi-annual testing. There was no injury and no medical intervention.